Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. It was found that the programming was incorrect. Explained to customer the impact of incorrect programming on blood glucose.